Manufacturer narrative:
B4:20sep2021. The customer evaluated the device with assistance from a philips remote service engineer (rse). The rse advised the customer to cycle the power to reset the proximal pressure sensor and to run the device overnight. The customer ran operational testing, and the device passed all required testing. The reported issue was unable to be duplicated. Following the troubleshooting, the device was placed back into service.

Event description:
It was reported to philips that the device had a proximal pressure sensor range error. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.